Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred out of the seals on the ends of the dialyzer during a patient's hemodialysis (hd) treatment. The rn reported leaking observed on both ends of the dialyzer where seals were made. The estimated blood loss was unknown. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10 concomitant medical product.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred out of the seals on the ends of the dialyzer during a patient's hemodialysis (hd) treatment. The rn reported leaking observed on both ends of the dialyzer where seals were made. Upon follow-up, the rn confirmed an external dialyzer blood leak occurred within two minutes after initiation of hemodialysis treatment. It was reported blood was visually observed leaking from within the threads of the header of the dialyzer. The machine, a fresenius 2008t, did not alarm with a blood leak and treatment was stopped once the blood leak was observed within the dialyzer housing. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as blood was visually noted within the header threads of the dialyzer. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to re-setup with new supplies and completed treatment using the same machine without further issue. The estimated blood loss was 300cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred out of the seals on the ends of the dialyzer during a patient's hemodialysis (hd) treatment. The rn reported leaking observed on both ends of the dialyzer where seals were made. Upon follow-up, the rn confirmed an external dialyzer blood leak occurred within two minutes after initiation of hemodialysis treatment. It was reported blood was visually observed leaking from within the threads of the header of the dialyzer. The machine, a fresenius 2008t, did not alarm with a blood leak and treatment was stopped once the blood leak was observed within the dialyzer housing. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as blood was visually noted within the header threads of the dialyzer. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to re-setup with new supplies and completed treatment using the same machine without further issue. The estimated blood loss was 300cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there were multiple approved temporary dns in the production of this lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.